Manufacturer narrative:
The customer emailed a medela clinician on (B)(6) 2016 stating that his wife is renting a hospital grade pump to help extract milk and prevent mastitis. Mastitis has resolved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported by email to medela customer service on (B)(6) 2016 that his wife was experiencing low suction with her freestyle breast pump. She had also been diagnosed with mastitis and prescribed an antibiotic by her physician.